Manufacturer narrative:
The pipeline flex embolization device and marksman catheter were returned for analysis. The pipeline flex pushwire was returned stuck within the marksman catheter. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed. The pushwire was found to be bent at ~23.2cm from proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; and no damages were found. The catheter body found to be accordioned from ~29.0cm to ~37.5cm from the distal tip. In addition, the catheter body appeared to be broken in two segments at ~130.5cm from the hub. No flash or voids molded were observed in the hub. No other anomalies were observed. The total and usable lengths of the catheter were measured to be within specifications. The pipeline flex was pushed out from marksman catheter without any issues. The pipe line flex braid was pushed out from marksman catheter. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Based on the analysis findings, the pipeline flex and marksman were confirmed to have resistance during delivery as the pipeline flex and marksman catheter were found to be damaged. From the damages seen on the catheter body (accordioning/broken), pipeline flex braid (fraying) and pusher (bending); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. There was no non-conformance to specifications identified that led to the resistance issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the stent was stuck in the middle section of the catheter and could not be pushed further. Another set of catheter and dense mesh stent was replaced to complete the operation. The pipeline was not used off-label and the devices were prepared as indicated in the IFU. The catheter was flushed continuously with the heparanized saline. It was unknown if the catheter was damaged. The pushwire was not damaged. The angiographic result post procedure showed embolization effect was effective. The patient was undergoing surgery for treatment of an unruptured aneurysm with a max diameter of 3.7mm and a 5mm neck diameter. It was noted the patient's vessel tortuosity was unknown. Ancillary devices include: unknown sheath and an unknown guide catheter.

Manufacturer narrative:
H3: product analysis #: (B)(4): equipment used: video inspection system (m-78210), ruler 200cm (m-83361), camera (panasonic lumix dmc-zs5) and 0.0265¿ mandrel drawing(s) referenced: n/a as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within shipping box; within a plastic bio-pouch; within an opened pipeline flex inner pouch; and within a dispenser coil. Visual inspection/damage location details: the pipeline flex pushwire was returned stuck within the marksman catheter. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal ends of the pipeline flex braid were found fully opened and moderately frayed. The pushwire was found to be bent at ~23.2cm from proximal end. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad or with the proximal bumper. The catheter tip and marker were examined; and no damages were found. The catheter body found to be accordioned from ~29.0cm to ~37.5cm from the distal tip. In addition, the catheter body appeared to be broken in two segments at ~130.5cm from the hub. No flash or voids molded were observed in the hub. No other anomalies were observed. Testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The pipeline flex was pushed out from marksman catheter without any issues. The pipeline flex braid was pushed out from marksman catheter. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. Conclusion. Based on the analysis findings, the pipeline flex and marksman were confirmed to have resistance during delivery as the pipeline flex and marksman catheter were found to be damaged. From the damages seen on the catheter body (accordioning/broken), pipeline flex braid (fraying) and pusher (bending); it appears there was high force used. It is likely these damages occurred when the customer attempted to advance and retrieve the pipeline flex through the marksman catheter against resistance. There was no non-conformance to specifications identified that led to the resistance issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.